Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d2, d4,g1, g3, g6, h1, h2, and h6. As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped during prep. There was no reported patient injury. The device was stored and prepped according to the IFU. There was no damage noted to the device or device packaging prior to prep. The balloon was prepped with 70% contrast and 30% saline. No excess force was applied during prepping the balloon. The deployer was mynx certified. The device failure was prior to sheath insertion during prep. The device was not returned for analysis. The product history record (phr) review of lot f2312102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ could not be confirmed since the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, it is not possible to determine what may have contributed to the issue reported. However, handling factors are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ it also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that a viscous contrast solution (75% contrast) might cause a difficulty to inflate/deflate balloon solution. Neither the phr review nor the available information suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped during prep. There was no reported patient injury. The device was stored and prepped according to the IFU. There was no damage noted to the device or device packaging prior to prep. The balloon was prepped with 70%contrast and 30%saline. No excess force was applied during prepping the balloon. The deployer was mynx certified. The device failure was prior to sheath insertion during prep. The device is not being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped during prep. There was no reported patient injury. The device was stored and prepped according to the IFU. There was no damage noted to the device or device packaging prior to prep. The balloon was prepped with 70% contast and 30%saline. No excess force was applied during prepping the balloon. The deployer was mynx certified. The device failure was prior to sheath insertion during prep. The device is not being returned for evaluation.